Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after evaluation of all device components.

Event description:
Initially reported: "skipping, popping, not working right." Later on by the practitioner: "he couldn't remember exactly what happened, whether the prosthetic knee buckled or his good leg buckled but he hyper flexed his knee and tore his quad tendon. Had it surgically reattached and got the ok to start walking."

Manufacturer narrative:
The evaluation of the knee joint showed no relevant error which may have caused or contributed to the reported fall. No device failure detected, device operated within specification.